Event description:
Customer reports that the abs2000 reported a patient sample as ab, rh-positive. The sample types ab, rh-negative using manual tube, and microwell testing using the same reagents that were used on the instrument.

Manufacturer narrative:
The result files from the instrument, show a strong rh positive result for the sample. The returned sample was tested on an in-house abs2000 and manually. Results were consistent with a rh negative type. Returned and retention anti-d series 4, lot 504630, anti-d series 5, lot 505510 and hd strips, lot or25 were tested with returned sample and in house donors on an in-house abs2000. Reagents were also tested by manual tube method. Returned and retention products performed as expected. A service call was performed. The wash manifold was replaced. The instrument performed as expected.